Manufacturer narrative:
(B)(4).

Event description:
Customer reported that an 840 ventilator had a blank upper graphical user interface (gui) display. Device was being used on a pt when event occurred. Patient was placed on a second ventilator. The pt was not harmed or injured as a result of the event.